Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation following an unrelated open heart surgery, the left ventricular lead exhibited decreased impedance and loss of capture. No intervention or patient symptoms were reported. The patient would be monitored.